Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead exhibited high capture threshold. The physician attempted to reposition the lead but the helix was unable to extend. The right ventricular lead was not used. The patient was in stable condition.

Manufacturer narrative:
The reported event of high capture threshold and helix was unable to extend were confirmed. Final analysis found that a complete lead was returned in one piece. X-ray examination found the inner coil was overtorqued with two broken/separated filars inside the connector region consistent with procedural damage. Electrical testing found shorting between conductor paths due to overtorqued inner coil inside the connector region. The cause of the reported events was due to overtorqued inner coil and helix being clogged with blood/body fluids. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.